Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 202 mg/dl at the time of incident. Customer stated that there sugar shot up to over 200 mg/dl this morning. The customer was assisted with troubleshooting. The customer was treated with insulin pump only for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap was normal. Customer reported they did contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump was under delivering. Customer reports bolus wizard was programmed accurately. Customer wishes to perform the high pressure test. The insulin pump will not be returned for analysis.